Manufacturer narrative:
Age/date of birth, weight, ethnicity: information unknown/ not provided. Implant date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Explant date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. First name: unknown/not provided. Email address: unknown, information not provided. Telephone number: (B)(6). It was indicated that the device is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was cracked. The lens was removed and a new lens was inserted. No further information was provided. It is unknown if material is available. Through follow up it was learned that the material is not available. The outcome of the patient reported an alternative lens was inserted. No additional information was provided to johnson & johnson surgical vision.